Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the right femoral artery in a 82-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the impella leg had no doppler pulses. An echocardiogram verified no flow at the dorsalis pedis (dp)/posterior tibial (pt) arteries. The physician was aware and planning to explant the device, as the lactate was clearing and the patient was waking up. After five hours on support, the device was removed and the limb ischemia resolved. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-6 at 2.5 l/min. The reported limb ischemia can be attributed to the patient's noted peripheral arterial/vascular disease, along with the use of a mechanical circulatory device (impella).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.